Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer's blood glucose level was 300 mg/dl before going to bed. Her blood glucose level dropped to 48 mg/dl after she bolused. The customer attempted to treat her high blood glucose level of 426 mg/dl but the insulin pump alarmed no delivery. She changed the infusion set and reservoir. The device was not returned.